Event description:
The patient had severe left vertebral artery (va) and basilar artery (ba) stenosis, greater than 80%. Angioplasty was performed in the left va and ba with a clear improvement on the lumen of the vessel. However, there were two areas of dissection in the ba trunk and left va at the level of the posterior inferior cerebellum artery (pica). Two stents were placed to treat the dissections without issue. Final angiography demonstrated good revascularization of the va and ba with no evidence of any major residual stenosis, and there was no evidence of any cervical dissection. Five days post procedure, the patient was noted to have "dysarthria, ataxia from pica hemorrhagic infarction from vertebral dissection s/p two stents (left vertebral and basilar)". The physician state that the dysarthria was secondary to the new stroke caused by the procedure. The patent was discharged from hospital (date unknown) and no further information was provided as the patient's condition.